Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The crt-d was explanted and then used externally for temporary pacing. Subsequently, the crt-d was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The crt-d is no longer in service.